Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using the maxcore. During the procedure, the cannula of the device snapped off while inside the bone. Further it was reported that 1 mm fragment from the distal end of the cannula remained in the patient. Current patient condition is good.